Event description:
It was reported that a motor rate error was displayed. No patient injury was reported.

Manufacturer narrative:
UDI information is unknown. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A corrective and preventative action has been opened to address the reported issue. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Functional and visual testing were performed. The investigation found both bottom case and plunger assembly tamper seal removed/broken, and the top case is cracked by front corners and tube holder. Plunger head is cracked by all screws and bottom case is cracked by main screw. The pump event history log showed a motor rate error in history. Motor rate error was found during occlusion test. The investigation found a combination of motor assembly, worm gear, leadscrew and clutch halves were found old, dirty and worn out due to normal wear and pump is over 14 years old. The root cause is normal wear. The technician replaced the whole motor assembly (stepper motor included), worm gear, leadscrew and clutch halves. Performed occlusion test and all functional testing which passed.